Event description:
I had an injection of restylane with adverse reaction that was not explained or had any knowledge of. Disfiguring and extremely painful. Could not get any answers from administering doctor or company prescribing product on what to expect, for how long I would look and feel like this or any positive counter actions to take. Feel the product was grossly negligent in its advertising and knowledge base and in reactions and solutions for using the product. It does not provide honest information on all negative possibilities therefore having the consumer unable to make the wisest decision.